Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored a ventricular episode in which delivered anti-tachycardia pacing (atp) accelerated the arrhythmia into ventricular fibrillation (vf), and a subsequent shock successfully converted the vf. The patient was syncopal; however it was unclear whether onset of syncope was before or after atp was delivered. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No additional adverse patient effects were reported.